Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect clinical code - chills.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient started feeling weak and very cold. She did 3 fingerstick readings and the bg reading was 680 mg/dl (no cgm was mentioned at this time). She also did not mention if she gave herself any treatment/medication to alleviate the symptoms. However, because of the symptoms, she called an ambulance. When the ambulance arrived, pt said that the paramedics poked her finger and it was also reading 680 mg/dl; however, no information was provided on what the cgm reading was at that time, and she did not mention if she was given any medication/treatment when the paramedics arrived. When she arrived at the hospital, she said that dexcom was no longer showing any readings at this point, but her fingerstick was still at 680 mg/dl. While in the emergency room (ER), she was given 2 bags of IV fluids. After the medication was given, they took another bg, and her sugar was 119 mg/dl. She said that she was released the morning she called on (B)(6) 2025 and as to her current condition, she is already feeling fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.